Manufacturer narrative:
(B)(4). The customer returned multiple components of a psi kit, including one dilator and sheath, for analysis. Definite signs of use in the form of biomaterial were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation point was rough and discolored. The condition of the separation point appeared consistent to that of a stress related break. No other defects or anomalies were observed. The overall length of the dilator measured 21" which is within the specification limits of 20 7/8" - 21 3/8" per the dilator product drawing. This indicates that the separation points likely occurred directly adjacent to the dilator luer hub. A device history record review was performed, and no relevant findings were identified. The customer report of a dilator hub separation was confirmed through investigation of the returned sample. The separation point appeared rough and discolored. Despite this, the dilator met all relevant dimensional requirements. The appearance of the dilator separation is consistent with the damage within the scope of a previously opened CAPA. However, without the dilator hub returned for analysis, the potential root cause cannot be confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.